Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently requested a 4 unit bolus instead of 0.42 units. Customer's blood glucose level dropped from 200 mg/dl to 159 mg/dl. Review of pump data by tandem technical support confirmed the entry error. Recommendation was made to consult with health care provider.